Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The three additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of a heavily calcified left common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two proglide devices were successfully placed. The abdominal aortic aneurysm (aaa) was completed. Reportedly post procedure the sutures of the one device was successfully advanced. The knot of the second device unraveled. Two more proglide devices were attempted and a cuff miss was noted with both devices. Another proglide device was attempted but difficulty advancing the knot was experienced. A 10f sheath was placed to assist with bleeding. Manual compression was applied. A cutdown was performed and plaque-stenosis was noted. At this time the physician decided to treat it and an endarterectomy was done. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.